Event description:
End user called to complain that the devices calibration tesk does not run. This was confirmed from troubleshooting phone. The device was replaced and the defective one returned for investigation.